Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Nurse called in with a high lead impedance on the this rv lead. Impedance was over 2300 ohms and it jumped from 800 to 2300 ohms within a few months. The device remains implanted.